Event description:
It was reported that primary tubing sets tubing separated and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown . It was reported that the tubing separated during surgery. Hey, we had another event in surgery with the bd tubing. It was leaking everywhere. They said it came apart. The anesthesiologist reported the event. They did not save the tubing. What is the product and lot number of the tubing with the reported defect? Not available. But we think it was (10)20083221. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. No. What is the date of this event? (B)(6) 2020. You mentioned that this has happened 3 to 4 times this week, have the previous events been reported? If not do you have the dates for the previous events mentioned? Only 2 I believe. This event is different than some of the previous. Some of the events are related to tubing coming apart in 2 pieces at the clamp. This event is related to the tubing coming disconnected where it attaches to IV. Not sure why they are not staying connected to patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing separating and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing separated and leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the tubing separated during surgery. Hey, we had another event in surgery with the bd tubing. It was leaking everywhere. They said it came apart. The anesthesiologist reported the event. They did not save the tubing. What is the product and lot number of the tubing with the reported defect? Not available. But we think it was (10)20083221. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. No. What is the date of this event? (B)(6) 2020. You mentioned that this has happened 3 to 4 times this week, have the previous events been reported? If not do you have the dates for the previous events mentioned? Only 2 I believe. This event is different than some of the previous. Some of the events are related to tubing coming apart in 2 pieces at the clamp. This event is related to the tubing coming disconnected where it attaches to IV. Not sure why they are not staying connected to patient.